Manufacturer narrative:
(B)(4).

Event description:
It was further reported that when entering the stent there was no problem. Stent migration did not occur as what was previously reported. At the end of the procedure, when control shot was performed by injecting contrast medium, it was noted that the stent was in the femoral artery and was never in the fistula.

Manufacturer narrative:
(B)(6). (B)(4). Age at time of event: over the age of 18yrs. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment and migration occurred. The target lesion was located in a fistula in the pulmonary system. A 6.0mmx18mmx90cm express® sd renal/biliary stent was advanced to treat the lesion and was positioned. However, when the balloon was inflated, it was noted that the stent was not released and so the device was removed. At the end of the procedure, a control shot was performed and it was realized that the stent was released in the femoral artery. The physician attempted to recover the stent with a snare but decided to leave the it in the femoral artery and the procedure was completed. No patient complications were reported and the patient's status was stable. The patient was placed under observation for 72 hours and was then discharged.